Event description:
Patient ID: (B)(6). This was reported as a closure of an unspecified vessel using a proglide device related to a transcatheter aortic valve replacement procedure (tavr). Although there was no indication of a device malfunction, a proglide and a non-abbott device were listed as closure devices used for the tavr access site. Reportedly, right leg pain and a hematoma in the right groin developed. The pain and hematoma resolved with no treatment. A non-abbott closure device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4: UDI # - the UDI number is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The UDI is unknown as the part and lot number were not provided. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The patient effects of hematoma and pain are listed in the electronic proglide instructions for use (eifu), as known adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are known adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2 - outcomes attributed to ae: required intervention.